Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had hardware failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 hardware had failed. A field service engineer (fse) addressed a failure in full-height drawer number 6 in the main by replacing the latch inseparable. The repair was tested successfully using the hardware test application. Additionally, missing screws were replaced from the hardstop, and bus cable connections were checked to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.